Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of an event that occurred in the united states. The user facility returned an endoscope for service for no air flow which they called in on 26-jan-2021, involving the pentax medical video gastroscope model eg-3870utk, serial number (B)(4). The customer owned endoscope was returned for evaluation on 04-feb-2021. The endoscope was inspected by pentax medical service under service order (B)(4) on 09-feb-2021, and the technician confirmed the user complaint but also found a stuck accessory in the suction cylinder. The technician also documented the following failure codes on 09-feb-2021: operation channel- primary slice by accessory passed dry leak test, air/ water socket cylinder o-ring chipped, balloon evacuation clogged, elevator knob play, elevator washing socket cylinder rubber chipped, lightguide prong cover glass set loose, fluid invasion in ultrasound connector, light carrying bundle bundle has less than 70% transmission, passed wet leak test, ultrasound connector cable, single/ long cracked at end of root brace, eto vent valve attaching base screw hole deformed, corroded ultrasound connector body, sluggish air delivery function, eto vent valve broken, pve electrical connector frame mild corrosion, fluid invasion not observed in control body, fluid invasion in pve connector, eus cable single/ long buckled at us connector root brace, eus connector cable short bump at control body root brace. Good faith effort(gfe) email requests were sent to the user facility, 10-feb-2021, 25-feb-2021 and 10-mar-2021, and a response was received via email on 11-mar-2021 stating the user facility was not aware of the stuck accessory found during pentax medical service repair evaluation. They experienced the no air flow during pre-inspection checks and removed from circulation and subsequently called in for service. There was no serious injury or death of a patient or user, or delay in a procedure which would require medical intervention reported. The user believes the stuck accessory may have been from a previous 3rd party repair as it does not resemble any of their accessories used int he lab. The device underwent repairs including the following components: o-rings and seals, light guide fiber bundle (lcb), lcb distal cover glass, operation channel, air/water tube, bending rubber, deflector stay tube assy pb-free, deflector operting wire, adjusting collar, angle wire, us connector cable body, us connector/junction cable assy pb-free, warning label, us connector body pb-free, lg cable connector assy pb-free/nt, pcb for ccd k3a pb-free/ntsc eog valve assy, deflector washing socket cylinder, ud pulley assy, rl pulley assy, segment assy attaching screw, segment attaching screw, convex base. Model eg-3870utk, serial number (B)(4). Has been routinely serviced at a pentax facility since the device was put into service on 13-dec-2016. On 11-mar-2021, a device history record(DHR) review for model eg-3870utk, serial number (B)(4) was performed under (B)(4). The DHR review confirmed the endoscope was manufactured on 12-oct-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 13-oct-2016. Instructions for use (IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 26-feb-2021 under delivery order (B)(4).